Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 465 mg/dl, 246 mg/dl, and 113 mg/dl, on the aviva system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.